Event description:
(B)(4). This spontaneous device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female of unknown age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the reusable humapen ergo burgundy/clear pen body device was reported to have broken engagement tabs. The patient stored the pen inside. This humapen ergo, burgundy/clear pen body device is associated with product complaint (B)(4). The patient operated the device and was a trained user of the device. The general device duration of use was not provided. The suspect device duration of use was reported as for years. At the time of this report ((B)(4) 2009), the device was being returned to the company. It was unknown if use with another humapen ergo device was continued. Further information will be added when received. Update 14-dec-2009: upon review on 14-dec-2009, it was determined that case (B)(4) was booked into the wrong storage area; therefore, this report will be deleted from the database. All information from this case has been placed into case (B)(4). Update 15-dec-2009: additional information was received on 14-dec-2009 via the global product complaint system. Added the device specific safety summary and updated the EU/ ca fields. Update 28-dec-2009: additional information was received on 23-dec-2009 from the global product complaint system. Updated the lot number and changed the device from a humapen ergo, teal/clear to a humapen ergo, burgundy/ clear. Update 12-jan-2010: additional information received 07-jan-2010 and 08-jan-2010 via the global product complaint database. Updated lss analysis summary (for reporting form) field. Changed malfunction type to not cirm. Edit device subcomponent field. Updated EU/ca fields.

Event description:
(B)(4). This spontaneous device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female of unknown age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the reusable humapen ergo teal/clear pen body device was reported to have broken engagement tabs. The patient stored the pen inside. This humapen ergo, teal/clear pen body device is associated with product complaint 1103026/lot number attempted but unknown. The patient operated the device and was a trained user of the device. The general device duration of use was not provided. The suspect device duration of use was reported as for years. At the time of this report ((B)(4) 2009) the device was being returned to the company. It was unknown if use with another humapen ergo device was continued. Further information will be added when received. Update (B)(6) 2009: upon review on (B)(6) 2009, it was determined that case (B)(4) was booked into the wrong storage area; therefore, this report will be deleted from the database. All information from this case has been placed into case (B)(4). Update (B)(6) 2009: additional information was received on (B)(6) 2009 via the global product complaint system. Added the device specific safety summary and updated the EU/ ca fields.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This report includes final evaluation findings. No additional information is expected. Evaluation summary: the user did not return the actual complaint device for investigation. However, the complaint narrative clearly suggests that both clear cartridge holder engagement tabs are broken. Malfunction not confirmed. Corrective action: the core user manual states do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact lilly or your healthcare professional. There is no evidence of improper use or storage.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This report includes final evaluation findings. No additional information is expected. Evaluation summary: the user returned the actual complaint device for investigation. The device was from batch 40230 that was manufactured in april 2002. The user reported that both clear cartridge holder engagement tabs were broken. However, the manufacturer does not support this complaint. The investigation found a detached injection button. This malfunction can result in an underdose. Corrective action: the injection button was redesigned to withstand higher forces. (B)(4). No further corrective actions are planned as the device manufacturing was discontinued december 2006. There is no evidence of improper use or storage.